Event description:
It was reported that during the insertion process, the proximal portion of the anchor sheared off. Allegedly, the surgeon collected and saved the sheared off portion of the anchor and the stem inserter. The sutures that were part of the anchor remained intact, thereby allowing the surgeon to complete the procedure.

Manufacturer narrative:
Additional information will be provided once investigation is completed.